Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) confirmed the top display lcd (0160-00-0127) was scrambled and display cover (0040-00-0457) was cracked. Both were replaced. All display tests passed in the service mode. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was found to have cracked screen. There was no patient involvement.